Manufacturer narrative:
The reported issue of the monitor displays incorrect readings is unconfirmed. The device was returned to bes for evaluation and service. There is no root cause for the reported issue as the unit was working appropriately. The monitor measured the 0ml, 500ml and 2100ml test containers correctly. The flow rate also calculated correctly. It was noted that one arm cover was missing and the battery door had broken guide rails. The monitor was serviced and now works properly. The device was returned to service. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: the criticore monitor requires special precautions regarding emc and needs to be installed and put into service according to the emc information provided in the tables in section, emc compliance. Portable and mobile rf communications equipment may affect the criticore monitor. The criticore monitor may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Warning: the criticore monitor should not be used adjacent to or stacked with other equipment and that if adjacent or stacked use is necessary, the criticore monitor should be observed to verify normal operation in the configuration in which it will be used. Warning: do not immerse or submerge the monitor or turn it upside down when cleaning. Warning: during long-term storage, remove primary batteries. Warning: to avoid the risk of electric shock this equipment must only be connected to a supply mains with protective earth. Caution: do not set alarm limits to extreme values that can render the alarms useless. Caution: use only alkaline d cell batteries. Do not use rechargeable batteries. Do not incinerate batteries. Recycle or dispose of them properly. Contact bard for disposal information. Caution: improper orientation of the batteries within the battery pack can potentially damage the criticore monitor. Caution: state and federal regulations govern the packaging necessary for return of medical product which may have been contaminated. Refer to local, state and federal regulations when packaging the criticore monitor for return. Caution: there are no user serviceable components inside the criticore monitor. The user should not attempt to repair the criticore monitor. To do so, may void the warranty and could result in erroneous monitor readings. Refer to section 6, maintenance for instructions on how to return the monitor to bard for service and/or calibration. Caution: use of cables or sensors other than those specified for use with the criticore monitor, except those sold by bard for use as replacement part or repair components, may result in increased emissions or decreased immunity of the criticore monitor. Caution: the criticore monitor should be recycled properly per european union directive 2012/19/EU on waste electronic and electrical equipment, july 4, 2012. Do not dispose with ordinary municipal waste. Caution: there are no serviceable components in the criticore monitor. The user and/or service personnel should not attempt repair of the criticore monitor. To do so, may void the warranty, and could result in erroneous monitor readings. Note: it is recommended that the monitor receive a maintenance inspection annually, including replacing the lithium coin cell, or more frequently as dictated by hospital protocol. The inspection must be performed at an authorized c. R. Bard, inc. Service facility. To arrange for service from c. R. Bard, inc., call (B)(6). Note: always perform a functional checkout of the criticore monitor prior to putting the monitor into service after repair." (B)(4).

Event description:
It was reported that the monitor was displaying incorrect readings.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the monitor was displaying incorrect readings.